Event description:
The manufacturer's rep reported that the pt was experiencing "severe withdrawal"; specific symptoms were not reported. The pt was receiving baclofen via the pump. Concentration and dose of drug are unk. A rotor study was performed and confirmed rotor stall. The pump was explanted. A follow-up report will be sent when additional information becomes available.